Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen made hard to read and buttons were stuck and motor was louder and slower. The insulin pump will not be returned for analysis.